Event description:
Boston scientific crm received information that this pacing system was implanted on (B) (6) 2010. During the procedure, difficulty finding an appropriate cephalic vein was experienced. Therefore, subclavian vein was used. All together, ten punctures were required to find a good vessel to advance the leads toward the heart. Both the atrial and ventricular leads were implanted with normal measurements. The procedure was finished and the patient was moved to recovery. A few days post implant, while the patient was still in the hospital, the patient experienced tachycardias at about 150-160 bpm. The patient was treated with medication and a chest x-ray was performed and revealed no abnormalities. The pacing system was working appropriately. A couple days later, a second chest x-ray was taken and revealed a pneumothorax. The patient had developed pulmonary edema. The patient then passed away due to pneumothorax. The patient's physician felt that the pneumothorax had developed from the initial implant procedure and was a result from the repeated puncture and search for the subclavian vein. There were no allegations against the boston scientific products. The pacing system remains with the patient and will not be returned to boston scientific crm.

Manufacturer narrative:
The pacing system remains with the patient and will not be returned to boston scientific crm. Should additional information becomes available, an amended report will be submitted.